Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device was found to be operating in safety mode. Device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported.